Event description:
The customer initially reported that the dermatome had a power shortage during use. When questioned, the customer described that while taking the graft, the power to the dermatome shut off. The technician played with the cord, the power came back on and the surgeon was able to finish taking the graft. The graft was not lost due to this power difficulty. The surgeon was able to use the graft. There was no pt injury at the harvest site.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.